Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented to the emergency room with ventricular tachycardia, which required external defibrillation to resolve. The patient's implantable cardioverter defibrillator failed to deliver high voltage therapy. No further known intervention was completed. The patient was stable.